Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a large open seeping wound/gash under the breast/side area where garment is rubbing the skin raw, about an inch long. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse advised placing gauze over the wound. Follow up indicated that the wound improved.